Manufacturer narrative:
The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the tear troughs with 1.5 ml of juvéderm vollure¿ xc. Two months later, the patient had their first moderna covid-19 vaccine and experienced ¿swelling¿ at the injection site. The injector noted ¿foreign body granuloma.¿ biopsy was not provided. The next day, the patient was treated with lisinopril po q day (5mg). The patient was also treated with hylenex. The patient received their second moderna covid-19 vaccine 18 days later. Two weeks later, the patient was treated with additional 1 ml of hylenex and a medrol dosepak. Twelve days later, the patient received intralesional triamcinolone 4 mg/cc (0.3 ml). The event resolved the next day.